Manufacturer narrative:
The albumin reagent lot number was 733950. The creatinine reagent lot number was 747665. The electrode lot numbers and all expiration dates were requested but were not provided. The field service engineer found cracked suction tubing which he replaced. He ran mechanism checks, cell blank measurements, and qc which were acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 6000 c501 module. Sample (B)(6), initial ise indirect gen 2 sodium result was 308 mmol/l and the repeat result was 138 mmol/l. Sample (B)(6), initial albumin result was 107 g/l and the repeat result was 31.3 g/l. Sample (B)(6), initial sodium result was 374 mmol/l and the repeat result was 136 mmol/l. The initial potassium result was 4.4 mmol/l and the repeat result was 5.1 mmol/l. The initial chloride result was 110 mmol/l and the repeat result was 98 mmol/l. The initial creatinine result was 17 umol/l and the repeat result was 185 umol/l. Sample (B)(6), initial sodium result was 405 mmol/l and the repeat result was 140 mmol/l. Sample (B)(6). Initial albumin result was <2 g/l and the repeat result was 34.1 g/l. The questionable results were not reported outside of the laboratory.